Event description:
It was reported that when using the bd pyxis medstation system experienced issues with two drawers: drawer 3.1 was unable to recover storage space even after a reboot, while drawer in auxiliary 4.1 was not detected on the communication bus, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had 2 drawers failure. A field service engineer worked with a technical support specialist to resolve a database entry error by applying ka 000008252. Subsequently, the engineer reseated all row board connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.